Event description:
It was reported that the patient has been experiencing dysphonia since 2020 and has recently been diagnosed with left vocal cord paralysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the ent is unsure about the cause of the vocal cord paralysis and suspects the vns. No known intervention has been planned to date.

Manufacturer narrative:
B6: relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information h6: adverse event problem, corrected data: initial report inadvertently did not code#: 39; b01 & #: 39; for type of investigation and c19 for investigation findings.